Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part: 03.010.473. Lot: 1l76765. Manufacturing site: (B)(4). Supplier: n/a. Release to warehouse date: 25 feb 2019. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2022 a screwdriver head was damaged/rounded. There was no surgical delay as there was a second screwdriver on the set to use. No further information provided. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for complaint (B)(4).